Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed unexpected restart. Troubleshooting was performed. Customer's blood glucose level was 57 mg/dl, treated with glucose. Alarm and possible causes were explained to the customer. Customer was shaking and was unable to finish troubleshooting, advised to call back so she can treat for low blood glucose level. Customer was also advised to rewind the pump, set the time and date and the device should be fine. She was also advised that the alarm is common after a battery change, which she had changed. No further information reported.